Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, solution set leaked. The event was further described as; during infusion, the linked solution set began leaking after ~14.75 hours into a 24 hour infusion of intravenous (IV) cytarabine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a diagram of the sample was provided for evaluation. Visual inspection was performed in the diagram which observed a leak between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.